Event description:
It was reported that the insulin pump alarmed motor error several times. The customer's blood glucose was 109 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.